Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned device revealed that there was a longitudinal rupture in the entire working length of the balloon, confirming the reported rupture. Scanning electron microscopy analysis noted the balloon failure may possibly be related to exposure conditions or a material/processing discrepancy. The balloon failure initiated along the inner surface and there was partial tearing observed along the inner surface along and adjacent to the fracture. A review of the lot history record for the reported lot revealed no associated non-conforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot. Based on the available information reviewed, there is no evidence to suggest a product deficiency.

Event description:
It was reported that the armada balloon was used for pre-dilatation in the peroneal trunk. The balloon ruptured during the first inflation at 10 atmospheres. No adverse patient effects were reported. No additional information was provided.